Event description:
Rec'd a voice mail from clinical svs that a facility reported that 2 hours and 20 minutes into the treatment the pt complained of abdominal pain and vomiting. Staff noticed a "kink" in the line between the pump and the dialyzer. (Facility reportedly puts the dialyzer and the bloodline in a plastic bag before use and may have caused the kink.) Pt sent to the hosp. The line is not available for eval. Medwatch filed on the medical intervention.